Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on 10/20/2016 due to an insulation anomaly. No additional information was available.